Event description:
I had the essure birth control inserted in 2009. Since then I have experienced painful and heavy periods, extreme swelling of by abdomen, daily migraines, numbness in my fingers, swelling in my legs, mental fog and memory issues, joint pain, fatigue and severe pain in my left lower abdomen and back. I have now been diagnosed with severe endometriosis which has deviated my uterus way over to the left and trapped my left ovary under it. My left coil is in my uterus and my right coil is out of place as well. I will now have to have a complete hysterectomy at the age of (B)(6)! My gynecologist says I'll be lucky to get to keep my right ovary.